Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing defective/damaged - air bubbles/air in line could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 21015475 was performed. The search showed that a total of 15,363 units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d tubing in the pump had kinked/collapsed during the infusion, and had multiple air bubbles in it. This occurred with 2 separate tubing sets. The following information was provided by the initial reporter: "we had a report this week by nurses that during administration of a 24 hour chemotherapy, 11 hours into the infusion the IV pump was being ¿air in line¿ repeatedly. When opening up the channel, it was discovered that the tubing in the pump was completely flat and there were multiple air bubbles. Upon discussion with the nurses, the tubing had collapsed initially when the infusion was started. The nurses think the tubing may have been defective. A similar issue happened with the same tubing here several weeks ago."